Event description:
During preventative maintenance testing at the user facility, it was noted that the device door roller was missing and the door roller pin was broken. There was no patient involvement, no reports of any adverse events, and no reported delays of critical therapy. No further information was obtained.

Manufacturer narrative:
During testing, it was noted that the device door roller was missing and the door roller pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.